Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -4.0/+4.0/x031. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 -4.0/+4.00/x031 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. On (B)(6) 20105, excessive vaulting was noted with significant reduction of indo-corneal angles. On (B)(6) 2015, the lens was explanted and exchanged for a shorter length lens. This resolved the problem. See MFR. Report #2023826-2016-00191 for right eye.